Manufacturer narrative:
(B)(4). The device was returned for evaluation. No device history record (DHR) review was possible as the serial number (B)(6) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted the index knob and the lock needed new components to replace worn internal parts. Additionally, the unit needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. No other issues observed the reported complaint was confirmed via inspection of the unit as the lock was not functioning properly and would not lock.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00270, 3004608878-2020-00271, 3004608878-2020-00274, and 3004608878-2020-00273.

Event description:
This is 5 of 5 reports. A customer reported that the rocker arm lock of the a1059 mayfield modified skull clamp was broken. There was no known patient involvement or delay in surgery.